Event description:
Event description guidant received info that this implantable cardioverter defribrillator (ICD) was explanted due to elective replacement indicator (eri). It was returned as it is part of a reacll population.